Event description:
The lead was removed due to an infection. The lead was returned, analyzed and subsequently tested out of specification. No further patient complications have been reported as a result of this event. Infection was reported. The system was removed and replaced at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and the outer insulation was breached and had a depression. It was noted that there was blood/body fluid on all conductors (not obstructed), the inner insulation was kinked/buckled and the outer insulation was breached cut. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.